Manufacturer narrative:
B4 - corrected to 04-nov-2019 in initial MDR. G4 - corrected to 04-nov-2019 in initial MDR. Claim#: (B)(4).

Manufacturer narrative:
Sex, weight, ethnicity, race: unk. The product is manufactured in the us, but not marketed in the us. (B)(4). Device code 1494: off-label use (pre-existing condition of primary open angle or narrow angle glaucoma). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, diopter -10.5 into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to low vault. The cause of the event is reported as unknown, however the surgeon does note the patient's ciliary body has "poor shape."